Event description:
Customer reported secondary fluid was found to have gone into the primary bag. There was no pt harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation. The customer complaint of secondary flow into primary bag could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.